Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. The expulsor has been previously trimmed for delivery accuracy. Found fluid ingression on pump by the chassis base of expulsor which caused the issue. Root cause was user induced. The expulsor assembly was replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed accuracy by +12.8 percent. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.